Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced erbe generator to resolve the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was visually inspected and identified the unit has no significant scratches or dents. The front bezel is in decent condition. Erbe unit was placed on golden system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause was attributed to a module not sending its status message within the expected time. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that the user encountered some errors on the screen starting on (B)(6) 2025 and yesterday (B)(6) 2025. The user confirmed that they used the system today ((B)(6) 2025), but was unsure if they used the erbe generator. The user stated that they encountered errors m-02, c-00, and m-11 on the erbe on (B)(6) 2025. The tse reviewed the system error logs and confirmed the occurrence of errors m-02 on both dates ((B)(6) 2025). The procedure was completed as planned with no reported injuries.